Event description:
It was reported that the patient had an infection at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg only was explanted.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.